Event description:
The failure investigation engineer reported that during review of the diagnostic report (drpt) found an error code indicating loss of power.the failure investigation engineer reported there was no patient involvement.